Manufacturer narrative:
Reservoir device information: model number: 72404233, (B)(4), expiration date: 10/21/2017, manufacture date: 11/05/2015.

Event description:
It was reported the patient's inflatable penile prosthesis stopped working. A CT scan showed no fluid in the reservoir. During revision, a small pinhole in the reservoir was noted. The system was replaced with a 100ml reservoir, pump, and 21cm x 12mm cylinders. The patient had no further complications.